Event description:
It was reported that unspecified amount of bd luer-lok¿ syringe experienced scale marking issue. The following information was provided by the initial reporter: syringe came with faded ml markers. Has happened occasionally.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: d4. Medical device lot #: 3004981. D4. Medical device expiration date: 31-dec-2027. H4. Device manufacture date: 04-jan-2023. D4. Medical device lot #: 3062338. D4. Medical device expiration date: 29-feb-2028. H4. Device manufacture date: 03-mar-2023. H.6 investigation summary: it was reported the syringe came with faded ml markers. To aid in the investigation, one sample with two empty packaging blisters was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel scale printing is light. No other defects or imperfections were observed. A device history record review was completed for provided material number 302830, possible lot numbers 3004981 and 3062338. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10